Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer's blood glucose level. The pump was reset with cts and customer was able to resume insulin therapy.

Event description:
It was reported that an alert was unable to be cleared. There was no adverse impact to customer's blood glucose level. A pump reset was performed to resolve the issue.